Event description:
It was reported that the subject device had fluid at distal end. There was no patient involvement.

Manufacturer narrative:
E2, e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device had red marks on probe tip as invasion. Additional findings include cut mark on probe and lock pin with chip-off. Based on the results of the investigation, a definitive root cause could not be determined. The most probable cause of the complaint was traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.